Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) was isolated to a shorted capacitor on the computer/analog pca causing a component to become open and caused damage to multiple components. The monitor did not pass incoming functional testing. The root cause for the shorted capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service codes / wrench codes.